Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the pump had been exhibiting a noticeable lag between the buttons being clicked on the pump and the action being completed on screen which is especially noticeable when starting and stopping the pump. In addition, the bolus is much slower. No patient injury was reported.